Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that our of range message was caused by an open circuit on contact utilized for therapy. Rep reported that therapy was on and working. Rep reported that therapy was adjusted on to new contact and patient is receiving therapy on new contact with no issues.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an error code 1098 on their controller, indicating that the device was out of range (oor) and advising them to contact their clinician. The patient was unable to turn their therapy on. The caller noted that the issue began a few days ago, was temporarily resolved, but has recurred. No falls or trauma were reported. The caller did not have the equipment or the patient with them at the time of the call, and the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for further evaluation. Additional information was received from a manufacturer representative, who confirmed the patient received the 1098 error message. The manufacturer representative plans to meet with the patient to check impedances.